Manufacturer narrative:
A2: estimated based on baseline data. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent tr was unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Crd_946 - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2020, two xt triclips and one nt triclip had been implanted, reducing the tr to grade mild, grade 1. On (B)(6) 2023, moderate to severe tr. On (B)(6) 2024, severe tr was noted, and worsening tr diagnosed. The event was deemed ¿probably¿ device related. There was no new device malfunction. No treatment was provided, and the event did not require additional hospitalization.